Event description:
An access port was placed for chemotherapy administration and had been implanted for approximately four months. During a golf game, the catheter fractured approximately 3-4" from the port and migrated to the heart resulting in atrial fibrillation. The patient was transported to the hospital where retrieval followed utilizing a snare via a femoral approach. Another MFR's chest port was placed without incident. The patient's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Co's follow up indicated the catheter broke at an area where the catheter material was pinched between muscle and bone during a golf swing. Co believes anatomical placement may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event. Co's directions for use for this product state: "avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and or shearing of the catheter."